Manufacturer narrative:
(B)(4). Evaluation summary: the balloon material was torn in a radial pattern 0.8cm distal to the balloon bond. The distal portion of the balloon was pulled distally over the tip of the device. There was a longitudinal tear visible on the balloon material proximal to the radial tear. The material was jagged and uneven at the most proximal point on the tear. There was a short longitudinal tear visible on the balloon material distal to the radial tear site. The balloon material was jagged and uneven at the most distal point on the tear. The distal tip was damaged and slightly bunched. (B)(4).

Event description:
The physician was attempting to use a solarice rx balloon catheter to pre-dilate a non-tortuous, moderately calcified ramus interventricularis anterior (riva) lesion. Device was inspected before use, no issues noted. Negative prep/purging was not performed on the device prior to use. Resistance was noted while advancing to the lesion, no excessive force was used. Physician used a non-mdt balloon to pre-dilate the lesion and then the solarice. It was reported that the balloon burst in the patient when inflated to 16 atms. The burst occurred on the first inflation. Device was not moved or re-positioned prior to burst. No patient injury was reported. Physician completed the procedure with two drug eluting stents. No patient injury or other clinical sequelae reported for this event. The solarice device is considered to be the same as euphora with the exception of a different brand name and minor differences in the labelling.